Event description:
The customer observed falsely elevated alinity I total ¿-hcg results for one sample. The following results were provided: (customer provided reference range: non-gravid women: <5.00miu/ml) initial result was 73.53 miu/ml, repeat result was <1.20 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-74 that has a similar product distributed in the us, list number 7p51-21 / 31

Event description:
The customer observed falsely elevated alinity I total -hcg results for one sample. The following results were provided: (customer provided reference range: non-gravid women: <5.00miu/ml) initial result was 73.53 miu/ml, repeat result was <1.20 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false elevated alinity I total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and support the complaint issue. A ticket search by lot identified slightly higher complaint activity; however, no related trends were identified. The device history record review did not identify any non-conformances or deviations with lot number and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. The overall performance of the alinity I total ss-hcg reagents in the field was reviewed using data gathered from customers worldwide. Review found that the patient median values obtained with the complaint lot is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. In-house accuracy testing was completed with a retained kit of the complaint lot. All specifications were met indicating the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency with the alinity I total ss-hcg assay for lot 58303ud02 was identified. All available patient information was included. Additional patient details are not available.